Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR ID # 2134265-2012-00608. It was reported that during a percutaneous transluminal coronary angioplasty, a balloon rupture occurred. Vascular access was gained via the femoral artery. The 95% stenosed, 3.0x21mm, eccentric and progressive target lesion was located in the non-tortuous and severely calcified mid left anterior descending (lad) artery with an ejection fraction of 45%. The 1.5x15mm maverick 2 balloon was advanced to pre-dilate the lesion. Upon inflation to 22atms for 8-10 seconds the balloon ruptured. The device was removed intact. A 2.0x12mm maverick 2 balloon was then used and again the balloon ruptured when inflated to 20 atms for 4 sec. The balloon was removed intact. The procedure was completed with the implant of an unknown 3.0x28mm stent. There were no patient complications reported.